Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he needed assistance adjusting his basal rates and he has been experiencing low blood glucose in the 50 or 60 mg/dl range. Customer stated the doctor prescribed new basal rates for the insulin pump as he has been exercising. Assistance was provided and no troubleshooting was performed. The device is not returning for analysis.